Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, a physical investigation could not be performed, and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation.

Event description:
During the shift check, upon powering on of the autopulse platform (sn (B)(4)), the customer noticed that the lcd display was blank, and the platform made a loud clicking sound. Also, no response from any button was noted. No patient involvement.